Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a tricuspid valve replacement procedure on (B)(6) 2020 and suture was used. During the procedure, the needle was detached from the suture, and the needle fell onto the surgical field. It was not a control release needle. The needle was found by some measures such as suction, thus, this issue did not cause adverse consequence. Another like device was used to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.